Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during puncture in a laparoscopic prostate resection, the balloon of the trocar did not inflate. They used a new trocar to resolve the issue. There was no patient injury.